Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on (B)(6) 2024, the patient reported that infusion set was leaking at the site and the blood glucose level reported was high and the value is 166 mg/dl. No further information available.